Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient's dissatisfaction with procedure, asymmetry and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 590cc and experienced bilateral dissatisfaction with the breasts, breast ptosis, breast asymmetry and a rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 250cc on (B)(6) 2019. The patient had undergone reduction of the left breast for symmetry. This medwatch is for the left breast implant.

Manufacturer narrative:
On 12/18/2019, mentor became aware that there was a typo in the previous statement:reason for device explant and/or reoperation: patient's dissatisfaction with procedure, asymmetry and ptosis. Manufacturer reference number: (B)(4).